Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported she had been receiving high readings on her adc blood glucose meter. Customer further reported that on (B)(6) 2016 at 8:29 am she received a reading of 113 mg/dl, which she believed was "normal" for her, so she self-administered her "routine" dose of 60 units of lantus insulin. Approximately an hour later she began to experience "sweating profusely, was shaking, was not able to stand up and noted her shirt and hair were ringing wet" so her children gave her 12 oz. Orange juice and 5 halloween chocolates. Customer initially felt better, but later felt "weak" so she slept intermittently throughout the day. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been completed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the freestyle lite meter and freestyle strips were completed and the dhrs showed the freestyle lite meter and freestyle strips passed all tests prior to release. Retain testing was performed for the freestyle strips and all units performed in specification and passed. A tripped trend review was completed for the freestyle lite meter and freestyle test strips and no trips were observed. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported she had been receiving high readings on her adc blood glucose meter. Customer further reported that on (B)(6) 2016 at 8:29 am she received a reading of 113 mg/dl, which she believed was ''normal'' for her, so she self-administered her ''routine'' dose of 60 units of lantus insulin. Approximately an hour later she began to experience ''sweating profusely, was shaking, was not able to stand up and noted her shirt and hair were ringing wet'' so her children gave her 12 oz. Orange juice and 5 halloween chocolates. Customer initially felt better, but later felt ''weak'' so she slept intermittently throughout the day. There was no report of death or permanent injury associated with this event.